Event description:
It was reported, the customer was experiencing high blood glucose. Customer's mother also reported receiving a no delivery alarm. The customer's blood glucose was 418 mg/dl. Customer had treated their blood glucose with an insulin pen. It was also found the customer was feeling thirsty and frequently urinating due to their high blood glucose. Troubleshooting found the customer's insulin pump was working as designed. It was also found the customer did not have a bent cannula after removing their infusion set. Customer's mother also reported their cannula had a white tint. Advised the customer to change out their entire infusion set, reservoir, and insulin. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.